Event description:
It was reported that the air detector was disconnected. The event happened during testing.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported indicates a problem with the air detector damaged, the problem was not confirmed. Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) seal degraded. The dso seal was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair. The probable cause of the reported problem unknown.